Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field b2. Date of death was not known, (B)(6) 2024 was used as a best estimate. Field d4. Catalog # should be unk_smart touch bidirectional sf manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient was hospitalized a few days later (for unknown reason) and passed away. A farapulse procedure was performed on (B)(6) 2024 using the carto 3 system for mapping. A thermocool® smart touch® sf bi-directional navigation catheter was also used during this case. The case was completed and the patient was discharged 4 hours later without issue. The patient was admitted over the weekend and subsequently passed away. The details of why the patient was admitted or what caused the death is unknown.